Event description:
On (B)(6) 2013, tosoh bioscience was notified that on (B)(6) 2012, a patient result for psa was reported as 0.23 ng/ml. The patient was post-prostatectomy and his psa result had been <0.05 ng/ml prior to (B)(6) 2013. The patient's physician questioned the 0.23 psa result. The sample was examined for fibrin clots and it was determined that none were present. It was also noted that the specimen was "normal" in appearance. The specimen was reassayed and the result was <0.05 ng/ml. On the same day the patient was also redrawn and the redrawn specimen was also <0.05 ng/ml. The customer investigation indicated that all qc results had been within expected values but that the tosoh (B)(4) analyzer had recently had some wash incomplete errors. A tosoh bioscience field service engineer confirmed that the wash probe was worn and the waste valve was not opening completely. The analyzer was repaired and the effectiveness of the repair was confirmed by the field service engineer.